Event description:
Approx one month after the physician placed a cook endoscopy flow 20 percutaneous endoscopic gastrostomy tube, the internal bolster migrated from the stomach into the peritoneum. The gastrostomy tube was removed. Another gastrostomy tube was not placed because the pt was eating normally and a tube was no longer needed. A foreign object did not have to be retrieved from the pt. Other than what was reported to be "pus at the gastrostomy site", the pt did not experience any adverse effects due to this observation. No additional medical procedures were required due to this occurrence.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Due to a variety of clinical conditions such as pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage. This limits our ability to conclusively determine a cause. Potential complications associated with placement and use of a percutaneous endoscopic gastrostomy tube are listed in the instructions for use for this product. The potential complications include, but are not limited to: tube dislodgement or migration. The instructions for use for this product instruct the user to slide the bolster over the feeding tube. The instructions for use warn the user that the bolster should rest gently on the skin surface. Excessive traction on the tube may cause movement of the feeding tube from the original placement position. The instructions for use direct the user to note the centimeter marking on the tube that is closest to the bolster and record it on the pt's chart and on the pt info sheet in the pt care manual (the pt care manual enclosed in the kit is intended as a reference for the caregivers of the pt). The instructions for use inform the user that it is essential for the pt care manual to remain with the pt and be explained to all people responsible for the care of the pt. The pt care manual instructs the caregiver to make a note of the centimeter marking closest to the top of the external bolster before feeding to confirm the tube is in the proper position. This activity will assist the caregiver in determining if the tube has migrated. If these directions are not followed, this could lead to an undetected tube migration. If medication and/or nutrition are administered through the feeding tube after tube migration occurs, this can cause liquid nutrition and/or medication to enter the peritoneum and result in peritonitis. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective actions: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this report, no further action is warranted at this time. When the complaint risk priority number is calculated for any future reports of this nature and the number reaches an action level, the appropriate actions will be initiated. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.